Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the four infusion sets cannula were bent upon removal and the symptoms were observed within three or more hours after insertion and patient also faced hyperglycemia (283 mg/dl) event on (B)(6) 2026.